Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported ER visit for dka. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that the newly activated pod was working, but she still went to the ER on (B)(6) 2014 because her ketones were still very high. She was diagnosed with diabetic ketoacidosis (dka) and was treated with IV fluids and medication for nausea. The ptd was discarded.